Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 7 months after the dental implants was installed in intraoral region #7 it was verified its non osseointegration. A 45 ncm of primary stability was achieved and immediate load was not performed.